Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a total shoulder arthroplasty on (B)(6) 2013. Review of invoice history indicates a revision procedure was performed on (B)(6) 2014 due to an unknown reason. Subsequently, the patient was revised on (B)(6) 2015 due to dislocation as a result of patient non-compliance. The humeral bearing and glenosphere were removed and replaced.

Event description:
It was reported that the patient underwent a total shoulder arthroplasty on (B)(6) 2013. Review of invoice history indicates a revision procedure was performed on (B)(6) 2014 due to an unknown reason. Subsequently, the patient was revised on (B)(6) 2015 due to dislocation. The humeral bearing and glenosphere were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity or excessive activity can also contribute to these conditions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-00372 / 00373).